Event description:
In 2005 the lay pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. In 2006 the medical affairs specialist (mas) spoke with the pt's wife to obtain/verify the following info. The pt takes 28 units of n insulin each am and evening. He obtained a result of 291 mg/dl in 2005 and took the pm insulin as usual. The next day, he tested with the meter and obtained a result of 140 mg/dl while having no symptoms of high or low blood glucose level; this result was higher than his usual am result and he did not think it was correct. He did not retest with the meter and took his usual dose of am insulin (28 units n insulin). He then drank a glass of unsweetened grapefruit juice, 30 mins later, he went outside to take the garbage to the curb. As he returned to the garage, he felt weak an as if his blood glucose level were low. He sat down on helawn and tried to cal to his wife, but she did not hear him. He crawled to the garage. His wife found him in the garage. She described him as convulsing; however, she was able to give him juice to drink and he was able to swallow it. After giving him juice, the wife called emt. Emt arrived within 5 to 10 mins and obtained a result of 40 mg/dl on the emt meter. No tests were performed with the reported meter while the pt was symptomatic: emts treated with IV glucose. The pt refused to be taken to the hosp and was "ok" after the incident. The customer svc agent (csa) confirmed that the pt's testing technique was correct. The wife told the mas that the test strips were not expired or open longer than the discard date. The wife and the pt tests frequently and uses a vial of test strips within 3 months. A control solution test was not performed because the control solution was expired. The meter, test strips and control solution were replaced. The complaint is reported as an adverse event becasue the pt suffered hypoglycemia requiring medical treatment after obtaining the normal blood glucose reading and taking his usual insulin dose. The am meter reading of 140 mg/dl was likely erroneously high because the pt's blood glucose level would not be expected to drop from to 140 to 40 mg/dl within less than one hour after taking n insulin and drinking juice.